Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they had bd insyte¿ autoguard¿ shielded IV catheter product fail on a patient and need to replace the IV cath , product was split on the tube during insertion.

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
Material # 381437 , lot # 2039316 it was reported by the customer ¿we have the below product fail on a patient and need to replace the IV cath , product was split on the tube during insertion." Mds-bd1-- verbatim: ¿we have the below product fail on a patient and need to replace the IV cath. Comment was product was split on the tube during insertion. Product was discarded after reviewing the lot number.